Event description:
It was reported the pt's ((B)(6)) programmer indicated the need for replacement of the device's batteries. However, after doing so attempts to establish communication with the ipg were unsuccessful. In an effort to resolve this matter, a replacement programmer was shipped to the pt. F/u on this issue found the low battery warning for the ipg has appeared. It is undetermined at this time whether the warning is related to the normal depletion or passivation.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.